Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving clonidine (20 mcg/ml at 7.796 mcg/day), bupivacaine (9 mg/ml at 3.5081 mg/day) and morphine (10 mg/ml at 3.898 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that a motor stall was seen at initial interrogation on (B)(6) 2018. The patient had recently had an MRI. It was noted that it was greater than 2 hours since the patient exited the MRI field. Later the same day a device manufacturer representative went out to read the patient's pump and saw via the logs that the stall had recovered at 11:25 that morning. No patient symptoms were reported. No further complications were reported. Additional information was received from a representative. It was reported that, per the pump logs, the motor stall occurred on (B)(6) 2018 at 08:46. The stall recovered on (B)(6) 2018 at 11:35. No further complications were reported.